Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the lead was capped on (B)(6)2021, not explanted.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed the patient's right ventricular (rv) lead was over-sensing noise causing pacing inhibition. The patient reported feeling lightheaded during the pause episodes. The rv lead was explanted and replaced. The patient was stable throughout.